Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the angle wire was ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the wire. In addition, we confirmed that the lcb broken, the ift crushed and the segment worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated not to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.